Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 0 with a fault ID, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had not previously reset the pump for this malfunction within the last 24 hours, so technical support provided reset instructions and assisted in resetting the pump successfully, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.